Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted multiple adhesions to the anterior abdominal wall as well as prior old mesh. He took down the old mesh and this was very adherent to the bowel. This was much for difficult procedure secondary to his prior mesh and all his adhesions. The adhesions would usually take about 30 minutes, this took almost an entire hour just taking down adhesions as well as a mesh because it was so adherent to the bowel. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/17/2022 (B)(4). (B)(6).